Manufacturer narrative:
D4 expiration date ¿ added. D4 gtin ¿ added. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The physician reported the fact that during the procedure, after positioning the device for deployment, they found that it could not fully deploy and did not meet the physician¿s expectations. The procedure was completed using the same device, and the patient remained clinically stable. The event was resolved without any intervention. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿.

Event description:
It was reported that during procedure, after positioning the subject stent for deployment, it was found that the subject stent could not fully deploy. The procedure was completed successfully using the same device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during procedure, after positioning the subject stent for deployment, it was found that the subject stent could not fully deploy. The procedure was completed successfully using the same device. No clinical consequences were reported to the patient due to this event.